Event description:
It was reported that a cartridge change error occurred with the pump. There was no adverse impact on the customer's blood glucose level as it did not exceed 500 mg/dl. The technical support team guided the customer through multiple steps, including inspecting and cleaning the pump's pneumatic tap area, filling and attaching a new cartridge, and ensuring the complete load process on the pump. This assistance resulted in the successful loading of the new cartridge onto the pump.